Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the gib board. System operates as intended. (B) (4).